Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer several times in follow-up calls in order to ensure that the replacement products resolved the initial concern: at call back on (B)(6) 2017; customer stated his condition had improved. The customer stated that he felt he had low energy and that it was due to his diabetes. Since the last call, the customer had called his doctor; customer stated the doctor had increased his insulin from 30 units to 40 units in the evening. Blood test performed with the truemetrix air meter produced result of 500 mg/dl non-fasting. At call backs on (B)(6) 2017 and (B)(6) 2017; customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated that on (B)(6) 2017, he had chest pain and had obtained a blood glucose result of 305 mg/dl non-fasting using the truemetrix air meter. Customer stated he called his doctor who instructed him to go to the hospital. Customer was still in the hospital at the time of the call back. The diagnosis from the hospital was a mini heart attack and high blood sugar. The customer stated he received insulin and IV fluids. Customer stated at (B)(6) 2017 call back his blood glucose test results when at the hospital was 78 mg/dl fasting. At the (B)(6) 2017 call back; customer stated he did not remember. Customer stated he was also give five new medications but does not remember the names. Customer stated he takes a half an aspirin in the morning and evening. Customer stated that a few are for his heart. Blood tests performed with the truemetrix air meter produced results of 305 mg/dl non-fasting and 168 mg/dl fasting.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. The customer reported symptoms of excessive thirst and excessive urination. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 12/15/2018 and open vial date was undisclosed. Customer has two vials of the same strip lot number; the e-5 error occurred with both vials of test strips. The meter memory was not reviewed for previous test result history.